Manufacturer narrative:
Due to character limit in e1 section ecent site name , the full event site name is xichuan county people's hospital. A supplemental report will be submitted upon the completion of the investigation.

Event description:
It was reported that before use of cardiosave intra aortic balloon pump, identified the problem during self-test, the machine was shut down. The machine was diagnosed and repaired by a third-party engineer. There was no patient involvement.

Event description:
N/a.

Manufacturer narrative:
Updated fields: b4, d9, e2, e3, g3, g6, h2, h3, h6-medical device problem code, type of investigation, investigation findings, investigation conclusion and h11. It was reported that before use, the cardiosave intra-aortic balloon pump (iabp) was unable to power on. There was no patient involvement. The issue was resolved by a third-party engineer. If any pertinent information is provided in the future, the complaint will be reopened and updated.

Manufacturer narrative:
Updated field- b4, g3, g6, h2, h11. Corrected field- g2 (report source), h6- medical device ¿ problem code, investigation conclusions, type of investigation. Due to character limitation, below field are added from e1- e1- event site telephone= (B)(6).